Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor: 02/09/2012. Electrode belt: 08/10/2010.

Event description:
A distributor notified zoll that a (B)(6) female patient passed away on (B)(6) 2015 at 1:55pm. The patient received three treatment shocks prior to passing. The first two appropriate treatments were delivered at 07:37:26am and 11:35:05am on (B)(6) 2015. The rhythm at the time of the treatments was vf. The post shock rhythm of the first treatment was severe bradycardia at 20 bpm. The post shock rhythm of the second treatment was asystole. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The rhythm at the time of the third treatment was CPR artifact. CPR artifact contributed to the false detection. The ECG recording showed that the patient was in asystole prior to device deactivation at 11:55:04am on (B)(6) 2015. Asystole is considered a non-shockable rhythm. The patient was in the hospital at the time of the event and her nurse and family were present.